Manufacturer narrative:
It was said in the initial report that the patient had enhancement procedure on (B)(6) 2018 however, the year was incorrect. The correct year for the enhancement procedure is 2017 and not 2018. Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Patient code- 3191: no code available (epithelial ingrowth) a review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had initial surgery on 2015 and presented for enhancement procedure on (B)(6) 2018. On (B)(6) 2018 patient presented with recurrent ingrowth in left eye seen after enhancement. Flap lift and scrape was done. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2015: right eye pre-op 20/20 3.50 x .00 x 90. Left eye pre-op 20/20 2.50 x .00 x 90. Bcva from (B)(6) 2016: right eye post-op 20/15 -1.50 x .00 x 90. Left eye post-op 20/15 .00 x .00 x 60.